Event description:
It was reported that during the procedure to implant a dual chamber device, when this right atrial (ra) lead was inserted into the left atrium, it exhibited high capture thresholds. Additionally, the helix mechanism made a jumping motion (extended suddenly) after seven rotations were performed. The physician decided not to implant this lead, and elected to implant a single chamber pacemaker. This lead is not expected for return as it remains in the procession of the health care facility.

Manufacturer narrative:
This device is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.